Event description:
It was reported by service report that the track belt and roller were damaged, and the track belt was detached. There was no patient involvement; however, customer reported that they did not know if there were adverse consequences.

Manufacturer narrative:
Track belt and roller.